Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator; the unit displays vent inop (inoperable), motor fault, and xdcr (transducer) failure. The customer reported there is an audible alarm and no gas delivery is noted. The customer reported troubleshooting by calibration, but the issue was unresolved. There is no report of patient involvement associated with the event.